Event description:
It was reported that during follow-up the atrial signal was sensed on the ventricular channel. X-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient condition was good.